Manufacturer narrative:
Corrected section: h6 - evaluation results code changed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). The last one came out in a lump when pulling out klemme. Therefore, the suture that had been anastomosed was cut. A new device was inserted again, the anastomosis was performed again, and the operation was completed successfully. There is no problem for the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). The last one came out in a lump when pulling out klemme. Therefore, the suture that had been anastomosed was cut. A new device was inserted again, the anastomosis was performed again, and the operation was completed successfully. There is no problem for the patient.